Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services attached the blade to a test monitor and the led's would light, but no image would appear. No repairs available and the blade was already replaced. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, they were not getting an image. The light would come on but no image was displayed. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.